Manufacturer narrative:
During technical onsite visit the field service engineer (fse) exchanged gas bottle and regulator. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
It was reported, during service a gas bottle was replaced due to leaking valve on the gas bottle. Additional information received; a new bottle was replaced and a leak test was performed confirming no further leak.